Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician initial thought about doing the bilateral conduits; however, decided to try putting an iliac limb as some sort of conduit for the bifurcated stent graft. The physician implanted an aneurx limb and then modeled the stent graft with another manufacturer's balloon and the vessel that measured 7 mm to 10 mm diameter was ruptured. The physician placed a talent iliac limb ixw1410c75xh to repair the ruptured vessel; however there was a type I endoleak. (MFR report# 2953200-2009-00738). The physician elected to remove both iliac limb stent grafts and sew in conduit. The iliac limb stent grafts were discarded by the user. The case was completed with placement of the bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: the stent graft was discarded, unable to investigate, rupture, conclusions: small in diameter vessels.